Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the left lead. It was also noted that the patients left lead had migrated. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure wherein one lead was replaced. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.